Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was and analyzed. Analysis was performed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: a 5076-52 lead, implanted: unknown. A 4088 boston scientific competitor lead, implanted: (B)(6) 2009. A 4087 boston scientific competitor lead, implanted: (B)(6) 2009. (B)(4).

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up attempts to the clinic did not yield any additional information. No patient complications have been reported as a result of this event.